Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found; black chemistry observed. Qc investigation on (B)(6) 2018 resulted in defect found: returned test strips produced e-3 error codes and black chemistry observed. After qc investigation the event was determined to be reportable. Final root cause. Other root cause: black chemistry due to improper storage. Test strip (B)(4).

Event description:
Consumer complaint of e-3 error; test strip error. E-3 error occurred upon insertion of test strip into meter port. Customer feels well and observed no symptoms. Medical intervention is not reported at the time of the call on (B)(6) 2018 as a result of the meter's readings. Blood test was not performed fasting during call. Verified storage of product is not within instructed specification since they are retained in the kitchen. Test strip lot manufacturer's expiration date is 11/20/2018 and open vial date is (B)(6) 2018.